Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was found damaged a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope had picture problems and possibly a leak. This event was found during an unspecified procedure. There are no reports of patient harm.

Event description:
It was reported that the rigid videoscope had picture problems and possibly a leak. This event was found during an unspecified procedure. There are no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.